Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed. The noise was reproduced with arm movement. The lead was capped and replaced. The patient condition after the procedure was good.